Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 along with concurrent hysterectomy and bilateral salpingo-oophorectomy, and implantation of advantage fit product due to pelvic organ prolapse, uterine prolapse, and rectocele. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, vaginal scarring and other. It was reported that on (B)(6) 2011, the patient underwent implantation of uphold vaginal support. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and advantage were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced cystocele, urinary retention, urinary tract infection, cystitis, dysuria and hematuria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.